Manufacturer narrative:
Product ID 37791; product type recharger product ID 37791; product type recharger product ID 3888-45, lot# v419063, implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v416726, implanted: 2010 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
The patient was charging more than expected. Group impedance measurements were: a1 >4,000, a2 1997, a3 1487 and a3 1598. Recharge in terval estimate was every 10 weeks from 0-100%. The patient was recharging about once a month (4-6 weeks) but now was every 2 weeks. This started to occur about a month ago. The query of 8840 (physician programmer) stats were: recharge every 15 days, 8 coupling bars and recharged to 75-100%. It was noted the patient charged to 100% on (B)(6), 50% on (B)(6) and 25% on (B)(6). The patient recharges for about an hour. A new recharger antenna was going to be sent to the patient. A week later, it was reported that the patient was not indeed charging to 100% as she thought. The patient received a replacement antenna that she installed herself. The patient does recharge fine and her therapy was great. The patient did not have her recharger with her at the visit so none of her components were able to be assessed. The battery was read and it was seen that the recharger sessions were only bringing the battery to 50-75%. The patient planned to go home and charge longer than she had been. The patient was told to call if she had any other problems and she has not.